Event description:
It was reported via repair work order that the patient right stirrup would not latch due to loose support cable in upright housing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.